Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2953 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of left essure coil with adhesions of bowel") and salpingitis ("acute oblique necrotizing salpingitis") in a 43 year-old female patient who had essure inserted (lot no. B97485) for female sterilisation. The patient had a medical history of overweight, parity 1, gravida I, seasonal allergy, dysfunctional uterine bleeding, chronic sinusitis, uterine fibroids and vaginal discharge. As concurrent condition the report mentioned left lower quadrant pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2323 days after essure insertion, she experienced fallopian tube perforation (seriousness criteria medically important and intervention required) and salpingitis (seriousness criterion medically important). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, left salpingooophorectomy,right salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered fallopian tube perforation and salpingitis to be related to essure administration. The reporter commented: more than one related surgery no. Number of intrauterine coils on left:3, on right:3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.366 kg/sqm. [Pathology test] on (B)(6) 2021: surgical pathology report: specimen: uterus w/tube and ovary, left, right fallopian tube, hysterectomy. Final diagnosis: :a. Uterus w/tube and ovary, left (right fallopian tube, hysterectomy): predominantly endocervical glandular mucosa negative for dysplasia. Benign proliferative phase endometrial glands negative for hyperplasia, atypia or malignancy. Benign intramural and subserosal leiomyoma. Left fallopian tube with acute oblique necrotizing salpingitis. Right fallopian tube no significant pathologic abnormality. Bilateral ovaries with no significant pathologic abnormality. Clinical information: uterine fibroids, perforation of essure left fallopian tube and left hydrosalpinx, pelvic adhesions. -predominantly endocervical glandular mucosa, negative for dysplasia. -benign proliferative troponin negative for hyperplasia, atypia operating room. Gross description: other findings: both fallopian tube insertion sites demonstrates a silver metallic coil and wire consistent. With essure coil. Both coils focally extend into the upper uterine fundus and are not normally in place. The coils do not appear to perforate through to the outside of the serosa, though the right coil is within 1-2 mm of the serosa outer surface. The left coil is surrounded by purulent material. [Pregnancy test urine] (date unknown): negative. [Ultrasound scan] on (B)(6) 2021: us reveals 7.2 cm fibroid. Fibroid is more on r (right) side distorting endometrium. Ovaries normal. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fallopian tube perforation (10065790). The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .lot number and added . Event fallopian tube perforation added. Non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of left essure coil with adhesions of bowel") and salpingitis ("acute oblique necrotizing salpingitis") in a 43 year-old female patient who had essure inserted (lot no. B97485) for female sterilisation. The patient had a medical history of overweight, parity 1, gravida I, seasonal allergy, dysfunctional uterine bleeding, chronic sinusitis, uterine fibroids and vaginal discharge. As concurrent condition the report mentioned left lower quadrant pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2323 days after essure insertion, she experienced fallopian tube perforation (seriousness criteria medically important and intervention required) and salpingitis (seriousness criterion medically important). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, left salpingooophorectomy, right salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered fallopian tube perforation and salpingitis to be related to essure administration. The reporter commented: more than one related surgery-no number of intrauterine coils on left: 3. On right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.366 kg/sqm. [Pathology test] on (B)(6) 2021: surgical pathology report: specimen: uterus w/tube and ovary, left, right fallopian tube, hysterectomy. Final diagnosis: a. Uterus w/tube and ovary, left (right fallopian tube, hysterectomy): predominantly endocervical glandular mucosa negative for dysplasia; benign proliferative phase endometrial glands negative for hyperplasia, atypia or malignancy; benign intramural and subserosal leiomyoma; left fallopian tube with acute oblique necrotizing salpingitis; right fallopian tube no significant pathologic abnormality; bilateral ovaries with no significant pathologic abnormality. Clinical information: uterine fibroids, perforation of essure left fallopian tube and left hydrosalpinx, pelvic adhesions predominantly endocervical glandular mucosa, negative for dysplasia. Benign proliferative troponin negative for hyperplasia, atypia or gross description: other findings: both fallopian tube insertion sites demonstrates a silver metallic coil and wire consistent with essure coil. Both coils focally extend into the upper uterine fundus and are not normally in place. The coils do not appear to perforate through to the outside of the serosa, though the right coil is within 1-2 mm of the serosa outer surface. The left coil is surrounded by purulent material. [Pregnancy test urine] (date unknown): negative [ultrasound scan] on (B)(6) 2021: us reveals 7.2 cm fibroid. Fibroid is more on r (right) side distorting endometrium. Ovaries normal. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fallopian tube perforation (B)(4). The following amendment was made: updating ccc. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of left essure coil with adhesions of bowel") and salpingitis ("acute oblique necrotizing salpingitis") in a 43 year-old female patient who had essure inserted (lot no. B97485) for female sterilisation. The patient had a medical history of overweight, parity 1, gravida I, seasonal allergy, dysfunctional uterine bleeding, chronic sinusitis, uterine fibroids and vaginal discharge. As concurrent condition the report mentioned left lower quadrant pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2323 days after essure insertion, she experienced fallopian tube perforation (seriousness criteria medically important and intervention required) and salpingitis (seriousness criterion medically important). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, left salpingooophorectomy,right salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered fallopian tube perforation and salpingitis to be related to essure administration. The reporter commented: more than one related surgery- no. Number of intrauterine coils on left: 3; on right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.366 kg/sqm. [Pathology test] on (B)(6) 2021: surgical pathology report: specimen: uterus w/tube and ovary, left, right fallopian tube, hysterectomy. Final diagnosis: uterus w/tube and ovary, left (right fallopian tube, hysterectomy): predominantly endocervical glandular mucosa negative for dysplasia. Benign proliferative phase endometrial glands negative for hyperplasia, atypia or malignancy. Benign intramural and subserosal leiomyoma. Left fallopian tube with acute oblique necrotizing salpingitis. Right fallopian tube no significant pathologic abnormality. Bilateral ovaries with no significant pathologic abnormality. Clinical information: uterine fibroids, perforation of essure left fallopian tube and left hydrosalpinx, pelvic adhesions: predominantly endocervical glandular mucosa, negative for dysplasia; benign proliferative troponin negative for hyperplasia, atypia or. Gross description: other findings: both fallopian tube insertion sites demonstrates a silver metallic coil and wire consistent with essure coil. Both coils focally extend into the upper uterine fundus and are not normally in place. The coils do not appear to perforate through to the outside of the serosa, though the right coil is within 1-2 mm of the serosa outer surface. The left coil is surrounded by purulent material. [Pregnancy test urine] (date unknown): negative [ultrasound scan] on 17-feb-2021: us reveals 7.2 cm fibroid. Fibroid is more on r (right) side distorting endometrium. Ovaries normal. Lot number: b97485. Manufacture date: 2013-11. Expiration date: 2016-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.